Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 50-year-old male patient in whom perclose did not deploy successfully after sheath and impella removal. The patient was subsequently found to have a retroperitoneal bleed. A massive transfusion protocol was initiated; vascular surgery was consulted and left femoral artery access was obtained with stent placement to control the bleeding. The patient was stabilized and transferred to the intensive care unit.

Manufacturer narrative:
Asae / retroperitoneal hemorrhage / major bleed : the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Correction: e4 and h6 health effect - impact code 2302 number was inadvertently omitted on the initial manufacturer device report.